Manufacturer narrative:
The device was received, and an evaluation is complete. A service history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing does not recognize an open door. Service evaluation verified the device does not recognize an open door. The cause was identified to be an upper auxiliary which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device does not recognize an open door and thus does not display any load set prompt. There was no patient involvement. No additional information is available.